Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) channel. The noise was oversensed and resulted in inappropriate tachy therapy delivery. A revision procedure was performed and the rv lead was surgically abandoned. This ICD remains in service. No additional adverse patient effects were reported.